Manufacturer narrative:
Lead: model 3487a, lot# l50869, implanted: 1998 (B)(6), explanted: unknown. Extension: model 7495-66, serial# (B)(4), implanted: 1998 (B)(6), explanted: unknown.

Event description:
It was reported that the patient could not control her stimulation and it would suddenly turn on and off whenever she was around anything electronic. The patient also started to feel stimulation up her arm and into her neck. The patient had not seen her pain management physician since 2003. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and pain in the neck and shoulders.